Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The nurse initially requested assistance on inserting the sensor as customer is partially paralyzed. Advised nurse to contact the customer's doctor for advice on sensor need. No further info was provided.